Event description:
It was reported that, patient interface fault detected. There was no known patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6 : applicable codes are fdm b21, fdr c21, fdc d16 and img g02030 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01 , serial/lot #:unknown, UDI#: unknown. H6 : applicable codes are fdm b17, fdr c20, fdc d16 and img g02005 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that, there was main board failure and loose connector pins. H6: previously applied fdm b17, fdr c20 and fdc d16 codes are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01 , serial/lot #:unknown, UDI#: unknown. H6 : previously applied fdc d16 code is no longer applicable. Fdc d20 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.